Event description:
The device was plugged into the coblator and it would not work. Both the machine and the device were troubleshooted. The wand was removed from service and a new wand was opened. The new wand worked and no additional problems were noted. Case completed without further incident.